Event description:
On 1/7/99, breast augmentation 3 years ago and is now having problems. Pt has asymmetric breasts, and implants are in submammary position. Both breasts are ptotic and the right is larger than the left. There is rippling and the valve is palated superiorly. There is a discrepancy of at least 50cc in size (the smaller breast being on left). She has class ii capsular contractures bilaterally. On 3/2/99, pt underwent subpectoral conversion with silicone implants. Saline implants were removed intact. Records on saline implants not available.